Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was over 300 mg/dl and 430 mg/dl. The customer was treated with manual injection. It was reported that the insulin pump had insulin flow block alarm. The customer reported that the event was resolved by changing complete set (infusion set and reservoir). The customer was advised shipping out replacement but advised the order will be on hold for now and explained back order status. The products will not be returned for analysis.